Event description:
It was reported that this device had could not be interrogated. The pulse generator was explanted and replaced after over seven years of implant time. There were no additional adverse patient effects.